Event description:
This report captures additional information from report reference number #1820334-2023-00783 in regard to the issue occurring "other times in the recent past" with this device. No specific patient information or dates provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. As reported by a representative of (B)(6) med center on (B)(6) 2023, "several times in recent past" during ureteroscopy procedures, the basket wires of the ncircle tipless stone extractor (rpn: ntse-015115, lot number: 15296630) broke. A laser was not used at the same time as the basket. The user did not attempt to pull stones through the scope that may have been larger than the working channel. The procedure was successfully completed with another device of the same type. The patient did not experience any adverse effects. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record or search for other complaints from the product lot due to lack of lot information from the user facility. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The evidence from the complaint file and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Based on the available information, no product returned, and the results of the investigation, the cause for the complaint could not be established. It¿s not known if excessive force was used during these incidents. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: coordinator. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy procedure, the basket wires of the ncircle tipless stone extractor broke. A laser was not used at the same time as the basket. The user did not attempt to pull stones through the scope that may have been larger than the working channel. The procedure was successfully completed with another device of the same type. The patient did not experience any adverse effects.